Event description:
The customer reported to customer service that her transformer is broken and came apart at the base that plugs into the wall.

Manufacturer narrative:
The customer was sent a replacement transformer. In follow up with the customer she stated that the transformer housing was cracked and she could see the inside wires. The customer also stated that no one was injured due to the issue. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4). Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.